Event description:
Staring in 2012 is when my symptoms began. Started with left are and 3 fingers going numb with very bad pain. Started epidural steroid injections. Then a year or so later brain fog, fatigue, hair loss, kidney pain, heart palpitations, chest pain, fainting, joint pain, couldn't breathe, blurred vision, sleep issues, constipation and much much more. I've seen cardiologist, gastroenterologist, endocrinologist, family dr, gynecologist, orthopaedic, neurologist and had every test done with all coming back normal. I haven't worked in almost 4 years due to my illness. I came across three little letters that would save my life. On social media, there was person describing the same symptoms as myself, and she said bii. I had a look it up, as I had no clue what this was. I found (B)(6) and it saved my life. This was in (B)(6) 2019 and (B)(6) 2019 I explanted. My breast implants were making me sick. I had a lumpectomy to remove a lump in 2008 and implants to make up for the margins lost during surgery. They were slowly poisoning me. It was so slow the symptoms came little at a time, so I had no idea what was wrong. I was being tested for lupus, diagnosed with fibromyalgia and chronic fatigue. I only took 1 med because it did help a little with my joint pain, it was called cymbalta usually used for depression. So after explant, I'm only 11 days out, almost all my symptoms are gone. I took myself off cymbalta because I have no more joint pain. So the implants are allergan natrelle saline style 68mp. Please take these implants off the market and save women all over the world who are suffering. Not one of dr ever mentioned breast implant illness, nor did they know what this was. I had to show my family dr on my phone while in her office. This is real, I am proof. There are 100,000 women on social media who also say this is real. FDA safety report ID# (B)(4).